Event description:
A surgeon reports, that following bilateral intraocular lens (iol) implant surgery, a pt reports blurry near vision in the left eye. The iol was exchanged for another lens of the same model.

Manufacturer narrative:
The returned intraocular lens was examined and found to have sign of handling. The optic was torn/split (possibly cut) into two pieces. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. This report was mailed to the FDA on: 05/16/2007. Add'l info was requested 04/17/2007, 04/19/2007 and 05/08/2007 by phone, mail and fax. Add'l info was provided 04/23/2007 by phone. A completed questionnaire has not been returned.